Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the t1 and t2 implants of the fast fix 360 deployed simultaneously from device while being inserted into the patient's joint. No anchors were deployed through the meniscus. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the t1 and t2 implants of the fast fix 360 were already deployed before activation. No anchors were deployed through the meniscus. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per the last response received, it was stated that both t1 and t2 implants were already deployed before being activated; which does not represent any risk to the patient since no implants are deployed through the meniscus or implanted. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed